Event description:
It was reported that during unpacking, the hi-torque balance hydrocoat guide wire was noted to be kinked. The device was not used and there was no patient involvement. There was no clinically significant delay. A new balance hydrocoat guide wire was used during the procedure. No additional information has been provided. This is being reported based on the returned device analysis which indicates that the shaping ribbon was separated 7 mm proximal to the tip ball, there were no kinks noted and the device was returned with blood on the coils. Additional information from the site indicates that the returned device is the device that was actually used during the procedure. No separation was reported by the physician and the site indicates that the separation likely occurred after the procedure during packaging or preparation for shipment.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation and the reported kink damage was not confirmed. However, the shaping ribbon was separated and the tip coils were stretched. Additional information from the site indicated that the returned device was the guide wire that was actually used during the procedure and not the original complaint device. The separation of the guide wire was not reported by the physician and thus likely occurred after the procedure during packaging or preparation for shipment. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency and, as such, no corrective action will be implemented in this case.